Manufacturer narrative:
During the evaluation, philips bench repair technician (brt) determined that the therapy capacitor was defective. As a result, dfm100 assy capacitance (453564489001) was replaced to resolve the issue. After that the device was returned to service and delivered to customer. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective therapy capacitor. The root cause of which could not be determined. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a capacitance failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.